Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-02568. Related manufacturer reference number:3006705815-2020-02569. It was reported that the patient experienced ineffective therapy due to an impedance problem following a motor vehicle accident. As a result, surgical intervention may be pending.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6 - method code should be 10 instead of 4114. Results code should be 213 instead of 3221. Conclusion code should be 67 instead of 4315.